Event description:
Event description guidant received information that the patient with this implantable atrial generator had several episodes of a slow ventricular tachycardia (vt). The device was reprogrammed with lower rate vt zones. The slow vt continued. The patient is in a clinical study and with the protocol programming and the av search hysteresis enabled, this patient had greater than 20 percent v pacing which appeared to promote ventricular ectopy and vt.